Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was planned for implantation in the patient for the endovascular treatment of a 60 mm abdominal aortic aneurysm. It was reported that during the index procedure the endurant stent graft was not successfully placed in the target area due to anatomical factors, a type ii endoleak was also noted at the end of the procedure. Per the physician the cause of the event is anatomy related. No additional clinical sequelae were reported and the patient will be monitored.